Event description:
The hcp reported that after a pump refill, the patient experienced overdose symptoms for about 5 days. The patient was seen at the hospital on the 7th day after the refill and the pump was found to be empty. The pump was explanted "because presumably malfunctioning. Once explanted, the pump was filled with physiological solution: a week later there was still the expected amount of physiological solution in the reservoir." The patient is reported to be fine with the new pump. A follow up report will be sent when additional information is received.